Event description:
It was reported that balloon rupture occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. The balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).